Event description:
It was reported that the customer continued to receive sensor error alarms. His blood glucose level was between 50-150 mg/dl. The customer could see blood inside the sensor tip. The transmitter was damaged. The product will return. Nothing further to report.

Manufacturer narrative:
The transmitter was received with broken cow catcher and damaged all contact pins. Functional test was not performed due to damaged pins.

Manufacturer narrative:
Reference medwatch 2032227-2015-07384 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.